Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six rounds of inappropriate anti-tachycardia pacing (atp) and six inappropriate shock(s) due to an episode of atrial arrhythmia. The patient was in a conducted atrial arrhythmia and the morphology of the qrs complex changed just enough to fall below the rhythm match correlation. Rhythm acceleration was present. The device remains in service. No adverse patient effects were reported. Additional information obtained, the patient vt zone was adjusted to prevent shocks for rapid supraventricular tachycardia (svt). Patient will continue to be monitor.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six rounds of inappropriate anti-tachycardia pacing (atp) and six inappropriate shock(s) due to an episode of atrial arrhythmia. The patient was in a conducted atrial arrhythmia and the morphology of the qrs complex changed just enough to fall below the rhythm match correlation. Rhythm acceleration was present. The device remains in service. No adverse patient effects were reported.